Event description:
It was reported that the a crystalens (at-50ao) was explanted and exchanged for a different iol model one month postoperatively to address asymmetrical vaulting (z-syndrome). Prior to the lens explantation the surgeon tried to perform a lens repositioning by placing a capsular tension ring in the pt's eye, but was unsuccessful. Reportedly the pt's prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.